Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part/lot numbers were not provided. It should be noted the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: deflate the balloon by pulling negative on the inflation device for 30 seconds. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a general comment was received from the physician reporting that after deployment and deflation of xience prime ll (33, 38 mm sizes) balloons, there is resistance removing the devices. They get caught in the stent struts. No adverse patient effects were reported. No additional information was provided.